Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that patient had an infection as a post-operative complication. The patient reports having pain. The patient underwent a re-operation with component change.

Event description:
It was reported that patient had an infection as a post-operative complication. The patient reports having pain. The patient underwent a re-operation with component change.

Manufacturer narrative:
The reported event that the allegation of infection could not be confirmed since the device was not returned for evaluation and no other evidence was provided for evaluation. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. More information as well as the affected device must be available in order to determine the exact root cause of the alleged failure. However, based on the clinical opinion on the potential risk of infection caused by sterile packed stryker implants and instruments, ¿any kind of surgery bears the risk of infection. In trauma and orthopedic surgery with external or internal fixation implants or endoprostheses the infection risk varies between 0.5 % and 5 %, exceptionally up to 10 % and beyond, mainly depending on the respective surgical procedure and the typical patient population.¿ a review of the labeling did not indicate any abnormalities. In case the item and / or substantive information will become available in future that suggests otherwise; the file will be reviewed.